Event description:
Patient was wearing the pod on the abdomen for longer than 72 hours. Patient reported that blood glucose levels began rising overnight and reached 25 mmol/l (450 mg/dl), with ketones of 5 (units not provided) despite attempted bolus delivery. Patient reported symptoms of vomiting acid, diarrhea, shaking, inability to eat, and feeling unwell, and sought medical attention on (B)(6) 2026. Patient reported that the pod stopped working. Patient was hospitalized for a little over 24 hours, which the pod was removed at the hospital, and was diagnosed with diabetic ketoacidosis. Patient received treatment with intravenous saline, glucose, and insulin, as well as anti-sickness and anti-diarrheal medications administered via intravenous route and oral tablets. Patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.